Event description:
It was reported that patient presented for a follow-up in clinic. Upon examination, it was noted that the pacemaker exhibited back-up mode. A back-up device status report could not be retrieved as the back-up mode was not recoverable. No further intervention was performed.

Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.